Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "blood detected" alarm occurred. The iab was removed and iab therapy was discontinued. No patient injury was reported.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a "blood detected" alarm occurred. The iab was removed and iab therapy was discontinued. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. No blood was observed inside the iab catheter. Two kinks were found on the catheter tubing approximately 61.2cm and 73.7cm from the iab tip. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab did not fully inflate. No alarm sounded from the pump. The oval shape condition of the catheter tubing restricted the gas passage and resulted in poor inflation of the iab. However this does not have any impact on the reported events. We were unable to confirm the reported ¿alarm, blood detected¿ & ¿leak, blood in tubing¿. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).